Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (400- >500 mg/dl) and reportedly, a bolus was delivered to address bg. Pump system check with tandem technical support found the infusion set cannula was kinked. Brand of infusion set was not provided. Although multiple attempts were made by tandem technical support to obtain infusion set information, customer did not reply.